Event description:
This is the second of three reports (same patient, same product ID, different product problem, different catheters). This is in regards to the first vtun catheter used. Customer went through 3 vtun catheters during one insertion. The vtun catheter was difficult to insert. The second vtun catheter clotted easily. The user was concerned that the fenestrations were only on one side of the catheter and that was why it is clotting off easier. It was also thought that it could also be that the ventricles were bloody. The third vtun catheter was inserted easily and worked well but the catheter failed at day 3. The customer stated they were not sure if it was "user error" or a catheter issue. The physician assistant was the one inserting/placing the catheter with the neurosurgeon at the bedside. All three catheters were not saved to be evaluated. Additional information has been requested. Linked to mfg. Report numbers:9612007-2016-00035 and 9612007-2016-00037.

Manufacturer narrative:
Integra has completed their internal investigation on 11 oct 2016. The product was not returned for evaluation, no lot number nor serial number was obtained, no additional information was obtained: the complaint is unverifiable. Devices were manufactured by (B)(4). No lot number nor serial number is available. The list of vtun lots shipped to the hospital was provided: these lots included a total of 514 vtun, and DHR review did not detect any anomaly linked to the reported events. No complaint was received for a product from these lots. The review of integra complaint tracking database since 2013 revealed a total of five (5) similar complaints (including this one) of "catheter occlusion/clog" with vtun. Two complaints were received in 2013, one received in 2014, one received in 2015, one in 2016. The complaints were verified in 1 case, leading to a verified complaint rate of (B)(4) (basis of (B)(4) vtun). No adverse trend is observed. Conclusion: the exact root cause of the reported event could not be determined. Catheter obstruction is a known complication, as stated in the product instructions for use, that may occur due to the presence of blood in the csf, collapse of the ventricles and/ or dislocation of the catheter tip from the ventricles, kinking of the catheter drainage lumens/tubing, or clogging of the drain holes by the choroid plexus. As around (B)(4) vtun have been sold since 2013 and the rate of verified complaint for obstruction is (B)(4), no further investigation nor corrective action is deemed required.